Event description:
The lead was returned for analysis and subsequently tested out of specification during manufacturer's analysis. No patient complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. The lead was received from a competitor. No information to suggest a device-related adverse event or product problem was received. Evaluation summary pjn559914v analysis found an intermittency between the connector pin and cap. Full lead returned for analysis.